Event description:
It was reported that there was a lead warning in the observations window of the remote follow-up software application, but there was nothing indicating a lead warning on the report. The atrial lead was previously programmed off due out of range (high) impedance. Follow-up with the physician's office reported, the patient was seen on (B)(6) 2010 and an atrial lead fracture was noted. The device was reprogrammed to vvi mode and the lead was left in place, not capped. Patient was listed as "doing well". It was also reported, there was fracture and high impedance on the right ventricular (rv) lead. Both rv and ra lead have been explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically distorted due to melting. The proximal conductor of the lead became extrinsically fractured due to a cut. Distal segment received in bad condition. Visual inspection found proximal conductor fractured extrinsic/ cut and melted. Performed destructive analysis and visual of distal conductor. Fractured in-vivo was observed. Product ID 5076 implantable pacing lead implanted: 2003 (B)(6). (B)(4).